Event description:
A report was received that the patient had a burning sensation at the pocket site that spread throughout her entire body. The physician believed it was due to the medications she took. The patient is now scheduled for pocket revision.